Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation the pump bt2 battery had failed. This caused the auxiliary alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter states that the red led light on the pump keypad that visually indicates the pump is alarming, was not working. When the pump was returned to mmdg for evaluation, the pump auxiliary alarm failed. It did not alarm as expected. The initial reporter stated that the complaint regarding the led light had been discovered during testing. The alarm failed was discovered by mmdg. (B)(4).